Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose event. Blood glucose value was 46 mg/dl treated with food. Customer had received a low sensor glucose alert and it suspended the delivery but resumed after a few minutes. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was not active at the time of event. The insulin pump will not be returned for analysis.